Event description:
It was reported that the pt was implanted a metasul large diameter head 42/h on the right side on (B)(6) 2007. The pt was revised on (B)(6) 2013 due to stem pain, metal allergy and wear. During revision surgery the large diameter head and the head adapter were removed due to exchange of the stem. This reported separately as zimmer file number (B)(4).

Manufacturer narrative:
The MDR did not receive devices or x-rays. Other source documents (surgical report) were provided for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. However, there is no indication for a product failure, since explantation of the products was triggered by revision surgery of the stem (reported under (B)(4)). Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).